Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Per dealer cable has a short goes into lock out position with out the chair being in a tilt position.